Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.9 cm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm. The aneurysm neck was angulated less than 30 degrees, and the aortic bifurcation was heavily calcified. The patient has a history of chronic obstructive pulmonary disease, hypertension, seafood and iodine allergy, and past tobacco use. It was reported that the sheath was difficult to insert into the right side. The sheath was removed, and a 22 french sheath dilator was inserted. The dilator was removed and a shorter sheath was inserted. It was reported that the sheath manipulation caused several tears in the right external iliac actery that required a bypass with a goretex graft. Final angiogram demonstrated an acceptable outcome with no endoleak.